Event description:
It was reported by the patient's wife that her husband underwent a heart catheterization and an angio-seal was used. The patient was having pre-testing for hiatal hernia banding repair and the nuclear medicine tests revealed he had 2 heart attacks and coronary occlusions. The patient's wife stated the patient has been in atrial fibrillation following the procedure. The patient expired. The patient had a medical history of atrial fibrillation since 2004 and reflux since 2008. The procedure and death dates are month specific.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was not available. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.